Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending angle in up direction did not meet the standard value due to wear of angle wire, distal end had a scratch, plastic distal end cover had a scratch, nozzle was deformed, elevator channel plug was loose, control unit was damaged, switch box had a scratch, forceps elevator had a scratch, upward/downward angulation control knob (u/d knob) had a scratch, right/left angulation control knob had a scratch, control unit had discoloration and a scratch, adhesive on the bending section cover had a chip, bending section cover had a scratch, bending angle in up direction exceeded the standard value due to a dent on bending tube, the play of the u/d knob was out of standard value, adhesive around light guide lens was peeled, and light guide lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the air leaked from the middle of the curved part when using the duodenovideoscope. The device was returned for evaluation. During the device evaluation, the nozzle had foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.